Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the surgeon initially attempted to persuade the rod in the head of the screw by using the locking cap. In the process of this, the locking cap thread stripped. Upon visualization of the locking cap, it was found that the bottom threads were stripped. The implant and metal fragments were retrieved. It was reported the device was in contact with the pt. No injury was reported.